Event description:
It was reported when using the pen ndl 32g 4mm hp 100 box 1200 us, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: material no: 320550 batch no: 1027026, unknown. Consumer reported finding during injection needle clogs. About 2-3 or 4 times. Using levimer\ does not reuse.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.